Manufacturer narrative:
H10: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the distal tip of the inner shaft is sheared off. The anchor was not returned. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the raw material found that a material certificate of analysis is required. Clinical evaluation found that no further medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a labral repair surgery, the tip of the anchor broke off in the patient after it had been used. The piece was removed from the patient with graspers. The procedure was successfully completed with 5 minutes delay using a back-up device. No other complications were reported.

Event description:
It was reported that during an unknown procedure, the tip of the anchor broke off in the patient after it had been used. The piece was removed from the patient with graspers. It is unknown if a backup device was available and if a delay occurred in the procedure. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.